Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was gray bar on the device. This was initially discovered then kept device indoors at room temp for 7 days and the device is still a gray bar. The device was not used. No patient was involved in this event.